Manufacturer narrative:
(B)(4). The incident unit was returned to an international covidien service center. The investigation did not identify anything that would have caused or contributed to the reported event. The investigation found that the unit functions normally and within specification.

Event description:
The customer reported that while using a forcetriad during a procedure, a blister was noticed on the patient's left thigh. The unknown rem pad was placed on the patient's right thigh.

Event description:
The customer's routine precautionary measures for why the patient developed a blister during the surgery concluded that the patient had very sensitive skin and the blister was caused by their skin sensitivity.

Manufacturer narrative:
(B)(4). The return of the incident unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.